Manufacturer narrative:
Both leads remains in use. A definitive cause for the reported unintended stimulation is not able to be determined. The unintended stimulation was resolved following a revision procedure to update lead position. The evoke scs system surgical guide outlines potential risks associated with surgery and spinal cord stimulation including, "undesirable changes in stimulation sensation and/or location" and "uncomfortable changes in stimulation (over and/or under stimulation)".

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported unintended stimulation in their right lower limb. The physician¿s evaluation determined that the lead placement was causing the reported right lower limb stimulation. A revision procedure was completed which resolved the reported event. Therapy has been restored.